Manufacturer narrative:
(B)(4). Concomitant products: 25mm comp rev glen bsplt reamr lot#2371142 item#405807. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-01865.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the baseplate reamer was very dull. The surgeon was forced to upsize to a 28mm baseplate to complete the procedure. No adverse effects have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.